Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of the symptom system error 322. Review of the event history log confirmed the occurrence of system error 322. Evaluation of known contributors to system error 322 led to the determination that the upper and lower auxiliary sub-assemblies were the failing components. The upper and lower auxiliary sub-assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set - loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient involvement.